Manufacturer narrative:
This report is submitted on 30 january 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 17, 2019.

Event description:
Per the clinic, the patient developed pain of the pinna and tinnitus following a non-device related middle ear infection. Testing of the cochlear implant revealed a normal, functioning device; however, the reported symptoms remained. Subsequently, the device was explanted on (B)(6) 2019. The patient was not reimplanted as of the date of this report.